Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the cause of the motor stall was unknown. It was unknown if the if the motor stall had been resolved. Regarding actions/interventions taken to resolve the motor stall, it was stated that the patient had a pump failure on (B)(6) 2017, and had his intrathecal pain pump replaced (B)(6) 2017. The patient's weight at the time of the event was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6) 2017: gablofen with concentration 300 mcg/ml at a dose rate of 63 mcg/day, and dilaudid with concentration 20 mg/ml at a dose rate of 4.2 mg/day. Eval code - conclusion code ¿ (B)(6) is being updated to (B)(6) for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.

Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) identified corrosion on the gear wheel. Residue on the gear shaft of the motor gear train was identified that resulted in the motor stalls. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and other chronic/intract pain. It was reported that a motor stall occurred. They reprogrammed the pump, but it continued to stall. No outside factors led or contributed to the issue and replacement was scheduled for 4 pm on (B)(6) 2017. The issue was not resolved, however it was noted that the patient was "alive - no injury". No further issues were reported or anticipated.